Event description:
It was reported that the customer was taken to the emergency room and hospitalized due to high blood glucose. The blood glucose reading was 643 mg/dl. Caller stated that the customer's insulin pump has a rattling loud sound at rewind. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. No motor anomaly noted or rattles noise during rewind. Unit had scratched display window, cracked reservoir tube lip and missing end cap sticker.